Event description:
A report was received that the patient did not have stimulation in appropriate pain areas and high impedance was noted on the lead. Fluoroscopy revealed a dislodged contact inside the patient¿s body. The patient will undergo a revision procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient did not have stimulation in appropriate pain areas and high impedance was noted on the lead. Fluoroscopy revealed a dislodged contact inside the patient¿s body. The patient will undergo a revision procedure.

Event description:
A report was received that the patient did not have stimulation in appropriate pain areas and high impedance was noted on the lead. Fluoroscopy revealed a dislodged contact inside the patient¿s body. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.